Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This event occurred on the china market on a significantly similar device to ¿servo-air¿ which is sold in the us.